Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing unexpected occlusion indications. Additional information has been requested.

Manufacturer narrative:
The system and affected phaco handpiece were examined. The company representative found no related issues with the system¿s functionality, and the ports and connectors were found to be in good condition. Additionally, the handpiece was found to be functional as well. The system and handpiece did not exhibit any functional issues related to the reported event, and was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).